Manufacturer narrative:
The abl800 analyzer was deactivated at the customer and replaced with a abl90 flex plus analyzer. Most likely the issue at the customer was use of a non-radiometer sampler but we cannot get evidence for the root cause. Root cause remains unknown.

Event description:
A customer reported false high measurement results for na+ and ca2+ measured on an abl800 analyzer ((B)(4)). The measurement results are stated below: 2020-02-27, 14:14, na+ 164 mmol/l (expected range 139-144 mmol/l) ica 1.77 mmol/l (expected range 1.26-1.33 mmol/l). Based on the expected ranges compared to the measurement results from the abl800 analyzer this gives a positive bias of +25 mmol/l for na+ and a positive bias of +0.51 mmol/l for ica. The customer exchanged the reference membrane.